Event description:
It was reported that during intercourse the patient experienced an inflatable penile prosthesis (ipp) cylinder break with aneurysm. A surgical procedure was performed in which all the components were removed and replaced. During the intervention distal tip erosion was identified. The procedure was completed successfully.

Manufacturer narrative:
Investigation summary: the returned device was thoroughly analyzed. Product analysis confirmed the reported event related to cylinder has bulge and fracture but unable to confirm the reported event related to erosion. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the returned device was thoroughly analyzed. Visual inspection of the cylinders identified broken fabric threads on cylinder 1. This cylinder also exhibited bulging when inflated; however, no leaks were found. Cylinder 1 was not pressure tested due to the damage found. Cylinder 2 was pressure tested and performed within specification; no leaks were found. Both cylinders had wear at fold in the cylinder body. Visual inspection of the pump identified that the kink resistant tubing (krt) was fatigued and worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn due to contact against the pump strain relief krt junction but there were no leaks identified. Inspection of the reservoir identified that the krt was fatigued and worn but did not have leaks present. The component also had wear at a fold in the reservoir shell but the wear did not lead to a leak. Product analysis confirmed the reported event related to cylinder has bulge and fracture but unable to confirm the reported event related to erosion. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists erosion as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during intercourse the patient experienced an inflatable penile prosthesis (ipp) cylinder break with aneurysm. A surgical procedure was performed in which all the components were removed and replaced. During the intervention distal tip erosion was identified. The procedure was completed successfully.